Event description:
It was reported that during the implant attempt of the lead, while the physician was mapping, the helix was not fully extended and lots of noise was seen and difficulty mapping for p-waves. Once the helix was fully extended the noise went away. It was also reported that the physician stated "I have seen this with your lead before".the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.